Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system, system exhibited asic bar in fluoro image. Customer rebooted system to clear artifact. Checked fluoro image afterward to ensure image was free from artifacts. Completed system checkout, system functions normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000905, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when taking a 3d spin of the patient, the site saw a big black rectangular artifact in the middle of the exam. They had rebooted the system which resolved the issue. There was a reported delay to the procedure of 1 hour or longer due to this issue. There was no reported impact on patient outcome.